Manufacturer narrative:
The device history record, rtr-0883-20001, ln 29103034, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The pump underwent a dye study it which the study revealed the hepatic artery had a clot and possible dissection. Due to this, the physician removed the pump intraoperatively before the end of the surgery.

Event description:
Intera oncology received a report that pump was prepped and implanted. However, it was discovered during dye study that the hepatic artery has a clot and possible dissection. The vessel was occluded and explanted.